Manufacturer narrative:
Insulin pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, cracked case and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell on the ground causing the drive support cap and the insides of insulin pump to fall out. Customer also reported that reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.